Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection/double staple. According to the reporter: after firing on the rectum, the surgeon noticed the oral doughnut ring was torn. Since the intestine of the patient side was also torn, the surgeon sutured the torn apart and completed the procedure. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes. No reinforcement material was used. The lot number was not provided by the customer.